Event description:
The customer reported that the pt support fell in the downward direction un-commanded. The customer confirmed that there was no harm to a pt or operator.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that the patient support moved down uncommanded. A patient was on the table top of the patient support prior to starting the scan. The patient remained on the table top of the patient support and did not suffer any injury. On (B)(6) 2014, the field service engineer (fse) arrived on site and evaluated the system. The fse confirmed there was no harm to patient, operator or bystander. The fse inspected the mechanical vertical assembly including the break screw, mechanical assembly, and patient support scissors. He was unable to find any problems or reproduce the error. As a preventative measure, he replaced the inverter panel assembly, vertical brake kit, and the vertical motor assembly to resolve the issue. The failed parts were sent back to philips CT engineering for investigation. CT engineering conducted a visual and functional investigation of the returned parts. It was determined that the probable cause of the issue is the loctite inside of the spline hub failed or no loctite was applied on the key inside the spline hub resulting in vertical brake failure. There have been no additional occurrences of this issue after the fse replaced the inverter panel assembly, vertical brake kit, and the vertical motor assembly.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).